Event description:
It was reported that the patient experienced inadequate stimulation and the patients body rejected the stimulator. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.